Event description:
The physician attempted closure of the arteriotomy with the closer tsl 6fr device. Insertion and marking were without incident. The staff noted that as the needles were deployed the physician appeared to overinsert the device and backbleeding was noted through the marker lumen. The pt reported pain immediately, and the distal pulses were diminished. An angiogram from the other side showed a tight blockage in the right common femoral artery. The pt was taken to surgery, where the stitch was removed, with restoration of distal pulses noted. The pt has recovered without further incident.